Event description:
It was reported to philips that there was an intermittent signal loss for the image display issue on the allura device. The device was inside clinical use at the time of the event. No harm was reported to philips. A philips field service engineer (fse) visited the site and repaired the screen splitter. The device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that device had display issue. Fse confirmed that the intermittent loss of video signal from monitor in control room or examination room. The hospital connected the screen splitter externally on the monitor in the control room, and the splitter was defective which was not a philips product. Hospital repaired the screen splitter by themselves. After repair of screen splitter, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the new information, this complaint is evaluated as not reportable. The codes were updated based on the investigation outcome.